Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported to have received a motor position encoder error and a motion sensor test failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed the rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and basal delivery. An encoder signal out error alarm was confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify alarms due to motor error alarms. The motor was tested outside the device and passed. We were unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarms. The device was received with minor scratched display window and case.